Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade, the physician inserted each lead in the new device, tighten the set screws, and then perform a tug test on each one. The pace/sense pin of the rv riata lead came right out. The physician reinserted the lead, tightened down the set screw again, and now it was solid in the connector. However, when sewing it up pocket the high voltage lead impedances were checked and the svc coil were greater than 200 ohms. The physician re-opened up the pocket removed the svc coil connector, reinserted it, tightened down the set screw, and the svc coil measured in range. The physician closed up the pocket and the svc coil still measured in range. The patient is doing well post procedure.